Event description:
Customer called to report that the glucose (glucm) modular chemistry (mc) cup of the unicel dxc 600 synchron system leaked after customer installed a new electrode. Customer stated that the leak was contained to the spill tray. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The customer technical specialist (cts) assisted customer via telephone, and used proservice to find that the instrument displayed a "reagent level low in cup" error code, which was the cause of the glucm disablement. The cts then provided customer with troubleshooting guidance by instructing customer on how to reseat the glucose electrode and confirm that the cup was no longer leaking. Customer confirmed that there was no further evidence of leaking, and that calibration and quality control results recovered within range. The troubleshooting assistance provided by the cts resolved the instrument issue. Customer has not called back with any further issues. The root cause of the issue was due to an electrode installation error by customer.

Manufacturer narrative:
(B)(4).